Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "run/stop column that is not functional," which was reproduced during evaluation. Evaluation found column #4 to be intermittent when attempting to navigate through the pump, caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a non-functional run/stop column on the keypad. It was also reported there was no patient involvement.